Event description:
It was reported that occlusion alarms occurred. Reportedly, air bubbles were observed within the cartridge. Ultimately, the customer changed the pump supplies to address the occlusions and the air bubble. There was no adverse impact to customer¿s blood glucose level.